Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2017 with the following findings: the pump's black box showed that there were pump reboot events observed after replace battery alarms. The battery compartment was found to be cracked. No moisture or corrosion was found in the battery compartment. A test battery cap was able to securely fit to the pump with no issues. The pump powered on with the test battery cap. The pump was exercised for 24 hours with no issues. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.